Event description:
Paramedics responded to a person complaining of chest pain and shortness of breath. The patient was connected to the device for cardiac monitoring and then was transported by ambulance to the hospital ed. Enroute to the hospital the patient went into cardiac arrest and the monitor showed the patient's ECG was in ventricular fibrillation. Disposable defibrillation electrodes were attached to the patient and connected to the device for defibrillation. According to the reporter, the device alarmed "connect electrodes" and would not allow it to charge or shock. The reporter stated that the connections were troubleshot without success. Shortly after, the ambulance arrived at the hospital ed and the patient care was transferred to ed staff. Patient outcome is unk but the reporter indicated the ambulance was close to the hospital when the patient arrested and there were no reports of any adverse affects because of the device use.

Manufacturer narrative:
The local physio control service representative evaluated the device and observed proper operation through functional and performance testing. The service rep replaced the therapy cable because it was worn and then returned the device to the customer for use.